Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level event. Customer stated that their blood glucose level went over 400 mg/dl and had received bolus not delivered message. Customer treated high blood glucose with syringe. Customer's current blood glucose level was 499 mg/dl. Customer was assisted with troubleshooting. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.